Event description:
During the cholangiogram the catheter's black markings were noted to have flaked off into & around the common duct. The catheter was removed, examined & the remainder of catheters taken out of service. The MFR was notified of incident & of need for more catheters. The catheter was sent back to the MFR.